Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, approximately 3 years and 9 months post tavr with a 26mm sapien 3 ultra valve in the aortic position, the patient is now presenting a gradient of 62 mmhg. The valve is stenotic and a date for intervention has not been scheduled yet. The territory manager sent an update that the patient passed away. Medical records were received that revealed the patient presented with increased dyspnea on exertion (doe) and orthopnea for 1 month. A recent transesophageal echocardiogram (tte) showed severe lv dilation with global lv dysfunction and ef of less 30%. The tavr is not well visualized, appears restricted motion, mild aortic regurgitation and av peak/mean gradient 84/62mmhg. Upon review of medical records provided, the official cause of death is unknown however the patient was admitted to the hospital for dyspnea on exertion (doe) and a tavr versus savr was being evaluated. As there is a casual link between the need for tavr intervention and the date of death, the death will be captured conservatively.

Event description:
As reported from fcs, approximately 3 years and 9 months post tavr with a 26mm sapien 3 ultra valve in the aortic position, the patient is now presenting a gradient of 62 mmhg. The valve is stenotic and a date for intervention has not been scheduled yet. The territory manager sent an update that the patient passed away. Medical records were received that revealed the patient presented with increased dyspnea on exertion (doe) and orthopnea for 1 month. A recent transesophageal echocardiogram (tte) showed severe lv dilation with global lv dysfunction and ef of less 30%. The tavr is not well visualized, appears restricted motion, mild aortic regurgitation and av peak/mean gradient 84/62mmhg. Upon review of medical records provided, the official cause of death is unknown however the patient was admitted to the hospital for dyspnea on exertion (doe) and a tavr versus savr was being evaluated. As there is a casual link between the need for tavr intervention and the date of death, the death will be captured conservatively. Upon imagery review, calcification was observed on the leaflets.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was confirmed based on provided imagery. Available information suggests patient factors (chronic kidney disease on hemodialysis, hyperlipidemia, diabetes) likely contributed to the event as patient history of chronic kidney disease on dialysis, dyslipidemia, and diabetes were reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.